Manufacturer narrative:
Terumo did not receive the actual device; however, a visual examination of photographic images received for the complaint confirmed the kink in tubing. The delphin pump and velcro were placed in the incorrect location, causing a kink in tubing. Terumo has revised layering and specs for this pack, and has trained associates involved in assembly of this pack. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the tubing was kinked at the outlet of the centrifugal pump. The product was not used in cardiopulmonary bypass surgery. The event did not cause delay in surgical procedure.